Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. As a result, the customer experienced symptoms of dizziness and was able to provide self-treatment of 2 units of fast unspecified insulin. No third-party intervention was reported for this issue. There was no report of death or permanent injury associated with this event.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. As a result, the customer experienced symptoms of dizziness and was able to provide self-treatment of 2 units of fast unspecified insulin. No third-party intervention was reported for this issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided for the reader. Therefore, it is not possible to check DHR for cable and adapter. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as the customer indicated product could not be returned due to [customer is unwilling]. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. As a result, the customer experienced symptoms of dizziness and was able to provide self-treatment of 2 units of fast unspecified insulin. No third-party intervention was reported for this issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reader (B)(6) was returned and investigated. Visual inspection identified minor damage to the usb port, with one pin exposed; however, this condition was not considered contributory to the reported complaint. Functional evaluation determined that the reader did not power on when the button was pressed or when a test strip was inserted. The reader did power on when connected to a usb cable. When connected to a pc, the reader displayed a "connected to computer" message; however, masterm was unable to recognize the device, including when the reader fixture was used. The reader was subsequently de-cased for further investigation. Visual inspection of the de-cased reader and its printed circuit board assembly (pcba) did not identify any physical abnormalities. The returned battery voltage measured 3.74 v, which is within specification. Thermal imaging analysis of the pcba identified localized overheating at component chip u9. A reflow procedure was performed on component u9. Following reflow, the reader was able to power on using the power button and again displayed the "connected to computer" message when connected to a pc. The observed overheating at component u9, combined with the initial inability of the reader to power on using the power button or test strip insertion and the restoration of functionality following reflow, is indicative of a poor solder connection associated with the bluetooth low energy (ble) chip (u9). Based on the investigation findings, the reported issue was confirmed and attributed to a poor solder connection on the ble chip (u9). In addition, the device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted. Section d4 (sn) has been updated from unk to (B)(6) based on the returned product. Section d4 (UDI), (device expiry date), and h4 (device mfg date) were updated based on the returned product download.